Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor patient reported that they suddenly could not make it to the bathroom. Patient also reported that they had a uti and a return of symptoms and that they experienced a severe pain on the front side above the vagina. Patient further explained that they thought the pain was a kidney stones but they were tested and confirmed not to be kidney stones or a twisted ovary. Patient was given a pain medication and the pain went away the next day. Patient also reported that at the time of the pain, they did not really felt stimulation. Troubleshooting showed that the device as on and patient had the ability to change/adjust stimulation, patient was on program 1 at 3.3v and was increased to 3.5v and was redirected to their health care professional if issue did not resolve no further complications were noted or anticipated.